Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported mislabeling on two disposable vitrectomy cutters. A brief description from the surgery center indicated they ordered size 25-gauge disposable vitrectomy cutters but upon opening the package, the actual vitrectomy cutter had size 20-gauge engraved on the device. No indication of patient contact. This is 2 of 2 reports.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/10/2018. Device returned to manufacturer? Yes. The disposable vitrectomy cutter was returned within its original packaging confirming the reported lot number of 60087423. A visual inspection of the returned device showed neither the inner or outer package was opened. Failure mode of mislabeled sample was confirmed as there is a 20ga vit cutter labeled as 25ga. The reported mislabeling issue was confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.